Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, loss of ventricular capture was observed on (B)(6) 2019 and an emergency re-intervention was performed to fix again the ventricular lead. X-ray revealed that the tip of the lead was pulled out from the ventricular wall and no loose part was observed on the lead. Measurements were performed prior to the re-positioning of the lead, the ventricular threshold was measured at 4.5 v, the ventricular wave amplitude was measured at 2.6 mv and the ventricular lead impedance was 592 ohms. The lead was again fixed on the ventricle and the ventricular threshold was measured at 0.4 v, the ventricular wave amplitude was measured at 16.4 mv and the ventricular lead impedance was 588 ohms. The measurements were still normal after pacemaker pocket suturing and a loose part was observed on the lead.